Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a power module needed to come in for repair. It alarmed even when plugged in, and the patient cable connection did not seem to be functioning properly (power out).

Event description:
Log files were not available, and the power module was not connected to a patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a patient power module, serial number: (B)(6), alarming even when plugged in was confirmed via product testing; however, no issues with the patient cable connection were found. During product testing, the power module was plugged into an ac power source. Upon booting, a red battery and yellow wrench alarm immediately activated on the power module. Upon further investigation, it was found that the power module¿s backup battery voltage was lower than expected. The power module backup battery was given ample time to charge; however, this voltage would not increase. The power module backup battery was found to be the root cause and was replaced. Following the replacement of the power module backup battery the power module underwent functional and passed with no issues arising. Additional information provided stated that no log files were available from the reported event, and that the unit was not connected to a patient. The root cause was determined to be due to the power module sla backup battery having a low voltage and inability to charge. The unit was to be returned to the customer. The relevant sections of the device history records for the patient power module (serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (rev. C) and the heartmate 3 patient handbook (rev. D) are currently available. Heartmate 3 lvas instructions for use (rev. C) section 3, entitled ¿powering the system¿ states that the power module has an internal backup battery. A new power module backup battery provides approximately 30 minutes of backup power to the heartmate 3 system if power fails or is disconnected. Over time, the internal battery may provide shorter periods of backup power. Heartmate 3 lvas instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿ details power module alarms, what the indicators correspond to, and how to handle each indicator with an appropriate response. Heartmate 3 lvas instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for the equipment¿ describes how to care for and clean all equipment, including the power module. Heartmate 3 lvas instructions for use (rev. C) appendix d, entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. D) section 10 entitled ¿safety checklists¿ provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook (rev. D) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a patient power module, serial number: (B)(6), alarming even when plugged in was confirmed via product testing; however, no issues with the patient cable connection were confirmed. During product testing, the power module was plugged into an alternating current (ac) power source. Upon booting, a red battery and yellow wrench alarm immediately activated on the power module. Upon further investigation, it was found that the power module¿s backup battery voltage was lower than expected. The service depot attempted to charge the power module backup battery; however, the voltage would not increase. The power module backup battery was found to be the root cause and was sent to product performance engineering (ppe) following replacement for further analysis. Following the replacement of the backup battery, the power module underwent functional testing and passed with no issues arising. The patient cable connection was found to work as intended throughout testing. With ppe, the power module backup battery, serial number: (B)(6), was returned and placed into a test power module. After booting, the power module alarmed with a yellow wrench and red battery indicators active. The battery was supplied 14.43v from the power module and allowed to charge, and upon removal, the battery voltage was found to be appropriate; however, the alarms did not resolve. Additional information provided stated that no log files were available from the reported event, and that the unit was not connected to a patient. The root cause of the power module alarming was traced to the power module sla backup battery; however, a further root cause was unable to be determined. The unit was to be returned to the customer. The relevant sections of the device history records for the patient power module (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (rev. D) is currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 lvas instructions for use (rev. D) section 3, entitled ¿powering the system¿ states that the power module has an internal backup battery. A new power module backup battery provides approximately 30 minutes of backup power to the heartmate 3 system if power fails or is disconnected. Over time, the internal battery may provide shorter periods of backup power. Heartmate 3 lvas instructions for use (rev. D) section 7, entitled ¿alarms and troubleshooting¿ details power module alarms, what the indicators correspond to, and how to handle each indicator with an appropriate response. Heartmate 3 lvas instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Heartmate 3 lvas instructions for use (rev. D) appendix d, entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. No further information was provided. The manufacturer is closing the file on this event.